Event description:
Event description cpi received information that this patient was experiencing very low impedance, 41 ohms at the device changeout procedure. During dft testing, the impedance dropped down to 16 ohms and the device was damaged. Because of this, this transvenous defibrillation lead will be explanted also.